Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Also implanted and explanted were: pxa280300/043140206, pxa280300/042860202, pxa280300/03491497.

Event description:
It was reported by device tracking that in 2005, the patient was treated with the gore excluder aaa endoprosthesis. Four devices were implanted. The patient experienced a type iii endoleak and the four devices were explanted in 2006. The patient was converted to an open aneurysm repair and was reported to be doing well. The explanted devices were discarded at the hospital.